Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer via the healthcare provider (hcp) reported they were in the emergency room, and the physician ordered an MRI of the head and c-spine. It was further reported the implantable neurostimulator (ins) never worked. The patient indicated the device was dead, but they were able to charge for three hours and then the device would die. No patient symptoms were reported. Relevant medical history includes non-malignant pain and failed back surgery syndrome.